Event description:
The physician could not reach the lesion because the sds became stuck in the calcium. The physician then tried to remove the sds by pulling it back in through the guiding catheter. At this point the stent dislodged into the pt's coronaries. The physician was able to snare the stent out of the pt's body.